Event description:
On 06/16/08, the pt reported that approx three months before,she believes her primary insulin infusion device over delivered insulin resulting in blood glucose readings as low as 50 mg/dl with her normal range being 80-120 mg/dl. She said she "put off calling for awhile" and cannot remember if her device gave her an error code or alarm. She said, she corrected her readings by drinking orange juice and eating some crackers. She stated, she also tried lowering her basal rates to decrease her insulin intake, but this did not resolve the issue. She stated she switched to her backup infusion device and her readings returned to her normal range. The alarm history on the patient's primary infusion device could not be checked as she had removed the battery. She confirmed the device showed her last bolus. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.